Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device was not cutting correctly and skipping over skin. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned the 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report will not be performed as the product meets the applicable acceptance criteria. Product review of the air dermatome on july 9, 2018 revealed that the calibration and motor speed were both within specifications. The control bar was in the correct position. The customer hose was not returned for evaluation. The cause of the complaint could not be found. Repair of the air dermatome was performed by zimmer biomet surgical on july 9, 2018 which included replacement of the bearings, seal and retaining ring, motor, swivel, and poppet assembly. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during product review it was revealed that the calibration and motor speed were both within specifications. The control bar was in the correct position. The root cause of the reported event cannot be specifically determined with information provided since during product review the technician stated that the calibration and motor speed were both within specifications also the control bar was in the correct position. It is unknown how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device was not cutting correctly and skipping over skin. After a new device was prepared a bigger section was taken from the patient. An additional graft was harvested. There was no delay in the procedure. The event occurred during surgery. No additional consequences were reported as a result of this malfunction.